Event description:
The customer contact reported the device alarmed with malfunction alarm code s233 (over temperature) and produced a grinding noise. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise and s233 (over temperature) was noted. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan produced an abnormal noise and s233 (over temperature) was noted in the device history. The probable cause of the malfunction alarm code s233 and abnormal noise was due to a broken fan. This report represents all the information known by the reporter upon query by hospria personnel.